Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical rectal resection, the device was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. The product was replaced to complete the procedure. There was no patient injury.